Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 06may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Wont turn on/key issue. There was no patient involvement. On (B)(6) 2018 11:51:45 (B)(6). Po for $(B)(6) approved by (B)(6). Shipping & billing addresses confirmed. On (B)(6) 2018 08:53:01 (B)(6). Customer stated won't turn on was confirmed due to bad nicad and lithium batteries for they were old and depleted, replaced them with new batteries. Also channel a has a bad optical module, replaced it a new one on channel a. On (B)(6) 2018 09:51:10 (B)(6). (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 06 may 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference : n/a. The customer stated that there was no patient involvement.

Event description:
Won't turn on/key issue. There was no patient involvement. (B)(4).